Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that customer's insulin pump alarmed failed battery test. Customer's blood glucose was 300 mg/dl. Customer treated with manual injection. Customer was advised of proper battery storage and usage methods. Customer inserted a fresh battery and the device alarmed failed battery test again. Customer had to replace the battery eight times before the device turned back on. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.